Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2018 - 02048, 0001825034 - 2018 - 02050, 0001825034 - 2018 - 02051. Concomitant medical products: 22-301355 arcos con sz e hi 80mm ha, lot 766400, pt-106056 regen/rnglc+ multi 56mm sz 24, lot 187210, ep-105894 epoly rlc 36mm 10deg sz24, lot 251340, 650-0843 36mm cocr biomet fem hd +6 nk, lot 3229357. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient underwent a total left hip arthroplasty. Subsequently, the patient developed a urinary tract infection post-implantation. Attempts have been made and no further information has been made available at this time.